Manufacturer narrative:
The nurse reported that the device screen on the bedside monitor (bsm) is completely blank black. Issue started happening (B)(6) 2016. Device was switched out with a functional device. Issue occurred while a patient was being monitored. No patient harm reported. A second loaner device was provided to the nurse to replace this malfunctioning loaner device until the original device was repaired and returned. The original loaner device was returned to nihon kohden and evaluated. In the evaluation, all steps per maintenance check sheet were completed.

Event description:
The nurse reported that the device screen on the bedside monitor (bsm) is completely blank black.